Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  surgical conversions.

Event description:
The following was reported to gore: on (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly the patient¿s proximal neck was tortuous (angle unknown). It was reported that a trunk-ipsilateral leg component was advanced to the intended position and its proximal portion was deployed with no reported issues. Repositioning of the component was attempted and was successful; however the flow divider landed in a tortuous region of the proximal neck, causing the contralateral leg gate to become compressed. Several attempts to cannulate the gate were unsuccessful as the guidewire did not pass through the compressed portion. The physician then elected to convert the procedure to an aorto-uni-iliac procedure. Additional devices were implanted to cover the gate, and a right to left femoral to femoral bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.